Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low and high blood glucose readings. The blood glucose reading ranged from 70 to 535 mg/dl. The customer treated their low blood glucose with glucose and treated their subsequent high blood glucose with manual insulin injection. It is unknown if auto mode was active at the time of the incident. The customer was also assisted with the bolus wizard feature. No harm requiring medical intervention was reported. The pump will not be returned for analysis. No product is expected to return for analysis.